Event description:
Was updated, the device upload occurred without issue. This rv lead was implanted on (B)(6) 2000. A call to technical services on (B)(6) 2011 states that it looks like the ring electrode is oversensing he mv signal. Technical services stated you would only see this if there is a lead issue/connection issue. Doubtful it is a connection issue. At next follow-up reviewing sensing and impedance. Rep stated health care provider fixed this by going unipolar. There is no inhibition of pacing. Rep will attend next follow-up and evaluate system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).